Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during radical subtotal gastrectomy, when applied on the stomach, the loading unit was mounted to the stapler then fired but staple line was not evident on tissue. No staples came out and tissue was not cut. Another loading unit was used to complete the case. There was no patient injury.